Event description:
It was reported that a patient did not follow proper procedures during peritoneal dialysis therapy. The patient left unused supply lines unclamped during therapy. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left unused lines unclamped. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.